Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error (B)(4). Alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board insulin pump was monitored and functioned properly. Insulin pump was monitor. No unexpected replace battery now alarm or off no power alarm noted after battery insertion. Unit received cracked retainer, minor scratched display window, and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was 9.4 mmol/l at the time of the incident. Customer was assisted with troubleshooting. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.